Manufacturer narrative:
Additional information: on april 20, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: patient code should also include no code available for device explant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent a primary breast augmentation with mentor memorygel breast implants 375cc and experienced rupture, breast mass and paresthesia on the left side and bilateral capsular contracture post-operational. The rupture was confirmed with a mammogram. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 375cc, catalog number 3503754bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the right side.